Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the centrimag motor being unable to start was not confirmed. The returned centrimag motor (serial number (B)(6) was functionally tested at the service depot and was found to fully function as intended, even when the motor¿s cable was manipulated. The serviced and tested motor was returned to the customer site after passing all tests per procedure. No log files were associated with the reported event. Available information indicates that the issue resolved upon exchanging the centrimag motor. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag motor, serial number l05834-0003, showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual (rev. M) provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. M) section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during testing, the motor was not driving. Another motor on the device worked normally in comparison. No patient was involved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.